Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During support it was reported that heparin was stopped due to bleeding. The device was explanted and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation into patient's access site bleeding has been completed. No product was returned. Per the clinical investigation, the root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿